Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had damage to their white power cable and required a system controller exchange to their backup system controller. Low flow software was requested for the new backup system controller.